Event description:
Caller indicated the relion prime meter was giving high readings. Caller is a newly diagnosed diabetic and had just purchased the prime meter on (B)(6). Earlier in the day, she dosed herself with humalog based on the meter reading, but does not remember what the reading was. She doesn't remember how much humalog she took. But she does know it was far too much based on her sliding scale. Around 9:30-10:30pm, she started sweating, shaking and became irritable. She took blood sugar and it was low. Her husband started noticing swelling in legs and face, so rushed her to the ER. At the hospital, they found out she was having an insulin overdose reaction. They compared the prime meter to one at the hospital and it was over 100 points higher. Caller technique and storage is good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.